Event description:
It was reported that technical services reviewed the reported undersensing situation as well as previous data where noise oversensing was documented and inappropriate shock delivered. Additionally, the smart pass feature was deactivated. The reason of the deactivation was due to low signal amplitude in combination of long intervals. To reactivate the filter, you may consider using either automatic or manual setup. When secondary vector 2x was programmed, inappropriate shock was delivered by the device, so technical services suggest avoiding secondary vector 2x. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.